Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during ipg replacement procedure, the physician visually saw the lead was fractured but patient was getting effective therapy. As a result, surgical intervention may occur in the future to address the issue.